Manufacturer narrative:
Device passed displacement test. Device was received with no physical damage to the reservoir compartment noted. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir chamber was damaged from inside. The customer¿s blood glucose level was unknown. The customer was hospitalized in july for high blood glucose level with blood glucose of 700 mg/dl. Insulin pump was not in use within 48 hours. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.